Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was presorted that the user was unable to drips of insulin out of the tubing during fill tubing. During troubleshooting with tandem's technical support, the user disconnected and reconnected the luer lock connection successfully after seeing insulin leaking from the luer lock connection. The user then saw drips of insulin out of the tubing during fill tubing. The user's blood glucose level was 212 mg/dl.